Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to refractive error. A new iol model lens zct150u205 was used. It was reported that the patient outcome was 20/80 to 20/60.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was received for evaluation. Visual inspection indicated that the lens was received cut in pieces. The returned sample was received incomplete. The lens condition is consistent with a lens that was explanted from the patient's eye. Considering the condition of the lens additional analysis is not possible. The manufacturing record review was performed. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed that the lens was within power specification. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.